Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low sensing and intermittent loss of capture. The lead was no longer used and replaced. No patient symptoms were reported.